Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Based on an examination of the provided x-ray and photographic images the reported poly material wear is confirmed. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. This complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. Poly material wear is not an unreasonable finding after more than 20 years implanted. The investigation has determined that the provided product code is now considered inactive / obsolete. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/27/2016 & 1/3/2017: medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. Lot number is still not legible per the medical records.